Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found one external abrasion breaching the optim sheath only at 9.3 cm from the connector pin to the cut end of the lead consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.